Event description:
It was further reported that during the index procedure the target lesion in the proximal right coronary artery was a de-novo lesion with reference vessel diameter of 3.00 mm, a length of 30.0 mm and 90% stenosis that was treated with deployment of a 3x24mm taxus express stent and a 2.5x24 taxus express2 stent. The lesion was post-dilated however pre-dilatation was not performed. Residual stenosis became 0%. Timi flow grade improved from 2 to 3 through the procedure. The previously reported mid lad was a de-novo lesion with reference vessel diameter of 3.00 mm, a length of 15.0 mm and 90% stenosis and was post-dilatated. The lesion was not pre-dilatated. Residual stenosis became 0%. Timi flow grade improved from 2 to 3 through the procedure. The patient was discharged with no complications on plavix and bayaspirin. At the time of the event, restenosis in the mid lad associated with ischemic symptom was confirmed and pci was performed. The lesion located in the mid lad with reference vessel diameter of 3.5mm, a length of 15mm and 90% stenosis was treated with deployment of a promus stent. Residual stenosis became 0%. Timi-3 remained unchanged throughout the procedure. Restenosis was confirmed at the proximal edge through angiography.

Event description:
(B)(4). Same case as 2134265-2012-03514. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was located in the mid left anterior descending artery. The physician implanted a 3.00x28mm and a 2.75x28mm taxus express2 study stents. In (B)(6) 2011, date the patient was admitted to another hospital and re-stenosis was confirmed. The patient had a re-intervention performed where a promus stent of unknown size was implanted. The patient was hospitalized 4 days.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Date of birth: born in 1949. (B)(4).